Event description:
Customer reported that the touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken at this time.